Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side "rupture." Patient additionally reported having an "autoimmune disease;" this event is not related to the device. Device has been explanted.